Event description:
During evaluation of a returned prismaflex m100 set, a leak was observed. No additional information is available.

Manufacturer narrative:
The device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the actual sample showed no anomaly. Air leak testing was performed (2 bar pressure) and no leak was observed. The set was loaded on a prismaflex control unit and no issues were noted during the loading and priming tests, however a ¿prime self-test (code 2)¿ alarm was triggered. Further inspection showed that the access post-pump pod was leaking and caused the alarm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.